Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. 872996) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome. Concurrent conditions included obesity, amenorrhoea, breast pain, polycystic ovaries, pelvic mass, hot flashes, dysfunctional uterine bleeding and perineal pain. Concomitant products included sumatriptan since 2014. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain"). In 2013, the patient experienced pollakiuria ("urinary frequency"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2014, the patient experienced alopecia ("alopecia"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infections"), night sweats ("night sweats"), loss of libido ("loss of libido"), dyspareunia ("dyspareunia"), vulvovaginal mycotic infection ("yeast infections"), breast pain ("breast pain"), pain in extremity ("leg pain"), abdominal distension ("bloating"), headache ("headaches"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), anxiety ("anxiety"), mood swings ("mood swings"), menometrorrhagia ("heavy bleeding/irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), abdominal adhesions ("bowel adhesions") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic myomectomy, removal of both essure coils, d&c, hysteroscopy excision of endometriosis and on (B)(6) 2012 underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the back pain, menorrhagia, night sweats, loss of libido, dyspareunia, vulvovaginal mycotic infection, breast pain, pain in extremity, abdominal distension, headache, paraesthesia, hypoaesthesia, anxiety, mood swings, menometrorrhagia, migraine, fatigue, uterine leiomyoma and endometriosis outcome was unknown and the genital haemorrhage, pelvic pain, urinary tract infection, alopecia, vaginal haemorrhage, pollakiuria, vaginal discharge, weight increased and abdominal adhesions had resolved. The reporter considered abdominal adhesions, abdominal distension, alopecia, anxiety, back pain, breast pain, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hypoaesthesia, loss of libido, menometrorrhagia, menorrhagia, migraine, mood swings, night sweats, pain in extremity, paraesthesia, pelvic pain, pollakiuria, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 180 lbs bilateral placement of the essure coils occurred without difficulty. 3 coils on right, 2 on left. Discrepancy noted in essure placement date : (B)(6) 2011 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Mammogram - on an unknown date: incomplete-need additional imaging evaluation. Pathology test - on (B)(6) 2013: left breast mass, 2; 00. Core biopsy sclerosing adenosis - proliferative fibrocystic changes - fibro adenomatoid change focal. Pregnancy test - on (B)(6) 2012: pregnancy test: negative. Ultrasound breast - on (B)(6) 2013: presence of a solitary benign appearing 15 mrn hypoechoic mass. This may represent a complicated cyst or possibly fibroadenoma.. Ultrasound scan - on an unknown date: confirms the presence of a solitary benign appearing 15 mrn hypoechoic mass. This may represent a complicated cyst or possibly fibroadenoma.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. 872996) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel syndrome. Concurrent conditions included obesity, amenorrhoea, breast pain, polycystic ovaries, pelvic mass, hot flashes, dysfunctional uterine bleeding and perineal pain. Concomitant products included sumatriptan since 2014. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain"). In 2013, the patient experienced pollakiuria ("urinary frequency"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2014, the patient experienced alopecia ("alopecia"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infections"), night sweats ("night sweats"), loss of libido ("loss of libido"), dyspareunia ("dyspareunia"), vulvovaginal mycotic infection ("yeast infections"), breast pain ("breast pain"), pain in extremity ("leg pain"), abdominal distension ("bloating"), headache ("headaches"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), anxiety ("anxiety"), mood swings ("mood swings"), menometrorrhagia ("heavy bleeding/irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), abdominal adhesions ("bowel adhesions") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic myomectomy, removal of both essure coils, d&c, hysteroscopy excision of endometriosis and on (B)(6) 2012 underwent ablation). Essure was removed in (B)(6) 2015. At the time of the report, the back pain, menorrhagia, night sweats, loss of libido, dyspareunia, vulvovaginal mycotic infection, breast pain, pain in extremity, abdominal distension, headache, paraesthesia, hypoaesthesia, anxiety, mood swings, menometrorrhagia, migraine, fatigue, uterine leiomyoma and endometriosis outcome was unknown and the genital haemorrhage, pelvic pain, urinary tract infection, alopecia, vaginal haemorrhage, pollakiuria, vaginal discharge, weight increased and abdominal adhesions had resolved. The reporter considered abdominal adhesions, abdominal distension, alopecia, anxiety, back pain, breast pain, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hypoaesthesia, loss of libido, menometrorrhagia, menorrhagia, migraine, mood swings, night sweats, pain in extremity, paraesthesia, pelvic pain, pollakiuria, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Bilateral placement of the essure coils occurred without difficulty. 3 coils on right, 2 on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram on (B)(6) 2012: results: total bilateral occlusion. Mammogram on an unknown date: incomplete-need additional imaging evaluation. Pathology test on (B)(6) 2013: left breast mass, 2; 00. Core biopsy. Sclerosing adenosis: proliferative fibrocystic changes. Fibro adenomatoid change focal. Pregnancy test on (B)(6) 2012: pregnancy test: negative. Ultrasound breast on (B)(6) 2013: presence of a solitary benign appearing 15 mrn hypoechoic mass. This may represent a complicated cyst or possibly fibroadenoma.. Ultrasound scan on an unknown date: confirms the presence of a solitary benign appearing 15 mrn hypoechoic mass. This may represent a complicated cyst or possibly fibroadenoma.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, abdominal pain. Most recent follow-up information incorporated above includes: on 13-mar-2019: medical record received : reporter's information updated. Lot number. Added. Medical history , lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carpal tunnel syndrome. Concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain"). In 2013, the patient experienced pollakiuria ("urinary frequency"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2014, the patient experienced alopecia ("alopecia"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infections"), night sweats ("night sweats"), loss of libido ("loss of libido"), dyspareunia ("dyspareunia"), fungal infection ("yeast infections"), breast pain ("breast pain"), pain in extremity ("leg pain"), abdominal distension ("bloating"), headache ("headaches"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), anxiety ("anxiety"), mood swings ("mood swings"), menometrorrhagia ("heavy bleeding/irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), weight increased ("weight gain"), abdominal adhesions ("bowel adhesions"), uterine leiomyoma ("fibroids") and endometriosis ("endometriosis"). The patient was treated with surgery (laparoscopic myomectomy, removal of both essure coils, d&c, hysteroscopy excision of endometriosis) and surgery (on (B)(6) 2012 underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the back pain, night sweats, loss of libido, dyspareunia, fungal infection, breast pain, pain in extremity, abdominal distension, headache, paraesthesia, hypoaesthesia, anxiety, mood swings, menometrorrhagia, migraine, fatigue, uterine leiomyoma and endometriosis outcome was unknown and the genital haemorrhage, pelvic pain, urinary tract infection, alopecia, vaginal haemorrhage, pollakiuria, vaginal discharge, weight increased and abdominal adhesions had resolved. The reporter considered abdominal adhesions, abdominal distension, alopecia, anxiety, back pain, breast pain, dyspareunia, endometriosis, fatigue, fungal infection, genital haemorrhage, headache, hypoaesthesia, loss of libido, menometrorrhagia, menorrhagia, migraine, mood swings, night sweats, pain in extremity, paraesthesia, pelvic pain, pollakiuria, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. (B)(6) 2012 : pregnancy test: negative. Most recent follow-up information incorporated above includes: on 10-may-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary frequency, migraines, vaginal discharge, fatigue, weight gain, bowel adhesions, fibroids, endometriosis, abnormal bleeding (general), pain" , reporter added from pfs. Lab data added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), night sweats ("night sweats"), loss of libido ("loss of libido"), dyspareunia ("dyspareunia"), fungal infection ("yeast infections"), breast pain ("breast pain"), pain in extremity ("leg pain"), abdominal distension ("bloating"), headache ("headaches"), paraesthesia ("tingling"), hypoaesthesia ("numbness"), anxiety ("anxiety"), mood swings ("mood swings"), alopecia ("alopecia") and menometrorrhagia ("heavy bleeding/irregular periods"). The patient was treated with surgery (she underwent a surgical removal of the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the back pain, urinary tract infection, night sweats, loss of libido, dyspareunia, fungal infection, breast pain, pain in extremity, abdominal distension, headache, paraesthesia, hypoaesthesia, anxiety, mood swings, alopecia and menometrorrhagia outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, back pain, breast pain, dyspareunia, fungal infection, headache, hypoaesthesia, loss of libido, menometrorrhagia, mood swings, night sweats, pain in extremity, paraesthesia and urinary tract infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.